Manufacturer narrative:
Three unused lentulo paste carriers' ra 25 mm 1 were returned. Involved instrument that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during DHR review (batch #1890142). Unused paste carriers are visually conforming and without material or machining defect likely to weaken the instruments for information no mechanical test is applicable for lentulo instruments. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a lentulo ra 25mm 1 broke during use. The broken part remains in the tooth, has not been retrieved. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.